Manufacturer narrative:
Trend analysis was conducted. With no manufacturer lot code information there is not enough information to investigate further.

Event description:
String was not even attached and without even pulling the string, it came off [device breakage] resulting in me having to go to urgent care to have the tampon taken out [foreign body in reproductive tract]. Case narrative: on 22-jul-2024, a spontaneous report was received from a consumer regarding a 18-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On an unspecified date, after starting the product, the box had a faulty tampon. When she went to change out the tampon, the string was not even attached and without even pulling the string, it came off, which resulted in her going to urgent care to have the tampon taken out. As of 22-jul-2024, continued use of the product was not reported. No additional information was provided.